Event description:
It was reported that the patient's battery flipped. No symptoms, intervention, or outcome were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).